Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and not returned. The cause of the seroma was reported to be unknown. Per the instructions for use of the device, seroma is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Information was received that reported a pump replacement. Additional communication with the attending physican's office confirmed that the patient's pump was explanted due to a seroma. It was reported that the seroma had been drained previously multiple times but continued to reoccur. The fluid from the seroma was tested and no infection was found. The cause of the seroma was unknown. The pump was discarded after being replaced.